Manufacturer narrative:
Further investigations are not possible as the defective device was not available for investigation and s/n of defective device was not transmitted. Because of the characteristics of this event the manufacturer judges that this event fits in the recall for this product that addresses this potential failure. As soon as the healthcare provider response to the "urgent medical device correction" form from stihler electronic the affected heating profiles will be replaced. Should additional relevant information become available a supplement report will be submitted. There was no patient injury or medical intervention associated with this event.

Event description:
It was reported that the blood warmer of prismaflex began to smoke while prismaflex machine was running and connected to patient. There was no patient injury or medical intervention associated with this event. No additional information is available.